Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height drawer 4.2 multiple pockets failed. The field service engineer (fse) opened the drawer and inspected the lights on the row board. The fse found that row board a had no light. After removing the side plate cover, the fse noticed the light on row board a flickering red. The fse pulled the row board, and the connector popped off. The fse reseated the row board cable and returned the cubie pockets. After rebooting, all pockets returned properly. The fse tested the drawer using the test software and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 failed and not detected on bus. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.